Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
The registered nurse called requesting a repair kit for the realize band. The caller stated that a patient was being brought back for gastric obstruction on the following day. The nurse requesting the additional information was not in the case, therefore did not have any additional information. Attempts are being to made to obtain additional information about the event.